Event description:
The facility's biomed reported the pump overinfused during clinical use. The pump was set to infuse an unknown size bag of insulin at a rate of 6ml/hr but the device delivered at a rate of 100ml/hr. No medical intervention was needed and no patient injury resulted. Despite baxter's efforts to obtain information regarding specific patient information, which channel the reported incident occurred on and alternate contact information, no additional information was available. Follow-up with the facilitly's biomed revealed the device is labeled with the warning labels to ensure proper set loading.